Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that during a change of an implantable neurostimulator (ins) to another model ins, the lead ¿returned¿ in the new ins, but after ¿control,¿ impedances were bad. It was necessary to remove the lead, but it was impossible to remove the lead, ¿she was locked.¿ for 20 minutes, the hcp tried with the screwdriver without success. It was noted that no external factors contributed to the problem. The hcp cut the lead and put a new lead. The intervention was extended by 45 minutes and the consumer left with a test system and must return to the hospital within 10 days to put in a new ins. The issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.